Event description:
Following initiation of cardiopulmonary bypass, high potassium cardioplegia solution was delivered to the pt via the quest mps sys. During delivery a leak was noted at a connection on the arrest delivery pouch. The connection was tightened but the leak continued. The machine needed to be turned off during change out of the delivery pouch. The machine was off for approx 7 mins during re-priming.